Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s catheter started leaking from exit site during dialysis, catheter was removed and replaced, on removal catheter was partially cut at the exit site. No patient injury.

Manufacturer narrative:
A device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. All DHR are reviewed for accuracy prior to product release. The sample consisted in one catheter which came inside the generic plastic bag and the device showed signs of use. Visual inspection was performed and it observed that the (red) arterial adapter had a crack on the thread pitch area at 180 degrees and it had cavity #6 and the (blue) venous adapter not had any defect. The adapters did present marks that indicate the use of some instrument. Manufacturing performs 100% leak testing as per procedure which would identify this issue in the catheter assembly. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that product was manufactured according to specifications. The adapters was more likely damaged due to manipulation and the most possible root cause can be considered as misuse. The instructions for use (IFU) were not followed causing adapter over tightening. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.